Manufacturer narrative:
(B)(4). The patient's age or date of birth was not reported; however, the event occurred in the neonatal intensive care unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp micro-volume extension set 60" leaked from its micron filter. This occurred during patient infusion of an unspecified drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A clear passage test and underwater leak testing were performed without noting any issues. A functional leak test revealed a leak from the filter air vent. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.